Event description:
It was reported from france that during a screw ablation, it was observed that the tip of the small battery drive device was broken. It was reported that the motor was rotating in the opposite direction of the rotation controlled by the trigger. It was reported that there was no clinical consequence. Therefore, there were no delays to the surgical procedure. It was not reported if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which showed that the motor power was too low. It was further noted that the motor was turning in the wrong direction. It was determined that the cause of the condition was the cables were inversely connected to the motor during last repair. The assignable root cause was determined to be due to improper repair. If additional information should become available, a supplemental medwatch report will be submitted accordingly.